Event description:
The patient presented with complaints of fatigue and dizziness. A holter monitor revealed intermittent loss of capture from the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2008. (B)(4).